Manufacturer narrative:
This report is being closed as a duplicate of FDA reference 0002249697-2020-01593.

Event description:
It was reported that the patient's left hip was revised due to elevated levels of chromium and cobalt. Intra-operatively, it was observed there was no soft tissue damage and minor trunnion wear. The poly liner and head were revised to a ceramic head with sleeve and new liner. Rep provided pictures of the explants and an x-ray. Rep reported he may be able to get additional patient information and that there are no allegations against the revised liner, otherwise no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
It was reported that the patient's left hip was revised due to elevated levels of chromium and cobalt. Intra-operatively, it was observed there was no soft tissue damage and minor trunnion wear. The poly liner and head were revised to a ceramic head with sleeve and new liner. Rep provided pictures of the explants and an x-ray. Rep reported he may be able to get additional patient information and that there are no allegations against the revised liner, otherwise no further information will be released by the hospital or surgeon.